Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1c820, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep reported that the patient had the original full implant in (B)(6) and device was working great. The rep stated that the patient fell down the stairs on the device 2-3 weeks later. It was noted that the patient complained to the doctor and staff that the site of the implant was hot and felt like it was burning her. The rep stated that the stimulation also moved from the vaginal area to the buttock. The rep noted that physician staff instructed the patient to turn her device off if it was burning her or hurt. It was indicated that an x-ray taken by a hcp was normal and did not seem to indicate any movement in the lead. It was noted that after no resolution to the patient¿s symptoms a hcp decided to replace the lead and generator. The hcp office was to follow up with the patient in a week. It was noted that the patient had no pain and felt stimulation in vaginal area post-op. It was indicated that a hcp did an impedance check, changed standard programs over the course of a month, and took x-rays of the lead and generator site. It was indicated that the lead and generator were replaced and would be sent back for analysis. The patient medical history included chronic pain and oab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial# (B)(4) found that the ins passed all functional testing in the laboratory. Due to the reported complaint, a heat test of the explanted ins and a control device was performed to determined if the ins generated any heat; no anomalies were identified/observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.